Event description:
Patient was revised to address malalignment of patella.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, provided info stated poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.